Event description:
It was reported to medtronic minimed that the customer experienced physical damage to their insulin pump after it was dropped into a paint bucket, resulting in the screen and reservoir compartment being filled with paint. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed it was reported reservoir compartment was filled with paint and the damage affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed selftest. The pump's reservoir tube was inspected with slight paint inside. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on the force sensor assembly, motor assembly, and pcba 2; corrosion was noted on pcba 1. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked select button on keypad overlay, stained keypad overlay buttons, cracked reservoir tube lip, cracked battery tube threads, stained serial number label, corroded battery tube, corroded batter tube spring, and scratched case. Exposed to moisture and reservoir tube damage were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.